Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. It was noted that the right ventricular lead was dislodged. Programming changes were performed. The patient was in stable condition.